Event description:
It was reported that during a percutaneous coronary intervention procedure, a vessel dissection occurred. The target lesion was located in the non-calcified and non-tortuous right coronary artery (rca). A jr4 runway guide catheter engaged the rca and then this 182cm luge guide wire was advanced into the rca with no notable difficulties. After the wire was advanced, fluoroscopy showed that a full length spiral dissection of the rca had occurred. A 2.5x15mm apex balloon catheter was used to pre-dilate and then four bare metal stents were implanted to treat the dissection, including a 3.5x32 veriflex and three non-bsc stents (3.5x28mm, 3.5x38mm, 4.0x23mm). The procedure was considered successfully completed at this point. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).